Manufacturer narrative:
Migration of implanted components is a known risk of implantable neuromodulation systems and there are no indications of misuse or other malfunction of any components. Patient therapy was restored after the procedure.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2022. After activating the system, the patient reported loss of therpay. Xray imaging confirmed the implanted leads had migrated away from the target location, causing the loss of therapy. On (B)(6) 2022 a surgical revision was performed to reposition the leads. During the procedure, one of the leads fractured and was replaced with a new lead. Patient reports therapy was restored after the procedure.